Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A caller reported that an unspecified low scan was received on the sensor when compared to a competitor meter. The customer became hyperglycemic and fell ¿heat¿ and was unable to self-treat. The customer had contact with a healthcare professional who obtained a glucose reading of 184 mg/dl and was administered insulin (type/dose unknown) for treatment. There was no report of death or permanent injury associated with this event.